Manufacturer narrative:
Additional information received from sales rep after a customer visit and added to b5. Product information in d updated based on additional information.

Event description:
Additional information: the connector disconnected from the mating tubing. Mating tubing does not belong to bd. Bd sales rep went to facility and met with customer to review process, it is believed they were not using the proper techniques when connecting the devices. Reps completed additional training to ensure they are fulling connecting the devices. There was not impact to the patient or healthcare professional. There is only one connector lot at this facility, 2508501. No samples available at this time.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2508501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the device history review and the retained sample analysis, no issues were identified with the reported product or lot. Therefore we were unable to determine a root cause associated with our product or manufacturing process at this time complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: patient who accidentally pulled out his cvc during ongoing chemotherapy. When inspecting phaseal optima, a leak of chemotherapy between the connector and the injector is visible on the infusion tubing closest to the patient and a small gap of 2-3 mm is visible between the connector and the injector. These were securely attached at the start of treatment. These have come apart a bit now that the patient is stuck with the hose in the armrest of his armchair. The result was a small chemotherapy leak on the floor.